Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract with intraocular lens implant (iol) the system shut itself down and would not reboot. The staff used the backup system to complete the procedure. There was no patient harm.

Manufacturer narrative:
Additional information is provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided. The company service representative examined the system, but could not replicate the reported event. The host module was replaced as a preventive measure. The system was then tested and met all product specifications. The system was manufactured on july 27, 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).